Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: tlif (transforaminal lumbar interbody fusion) it was reported that during surgery, the device broke. No fragments remaining inside the patient. No patient complications reported as the result of the event.